Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Upon follow-up, customer still did not have proper back-up therapy. Tandem technical support advised them to contact their healthcare provider as soon as possible or to receive supplies from the emergency room. Customer acknowledged. Customer's blood glucose level was 122 mg/dl.